Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise reproducible with isometrics, functional undersensing, and high pacing threshold measurements. There were no obvious signs of a lead fracture with fluoroscopy testing, and the lead header connection was checked at the revision procedure and was found to be secure. The device was explanted and the ra lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise reproducible with isometrics, oversensing, and high pacing threshold measurements. There were no obvious signs of a lead fracture with fluoroscopy testing, and the lead header connection was checked at the revision procedure and was found to be secure. The device was explanted and the ra lead was capped. No additional adverse patient effects were reported.